Manufacturer narrative:
Device is a combination product. Promus element, mr, ous 2.25 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of damage. The hypotube shaft found a break situated at 18.5 cm distal to the distal end of strain relief. This type of damages most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 20mmx2.25mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.25x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the delivery shaft was fractured 25 centimeters away from the physician's hands. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.